Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Implant date is an approximation.

Event description:
It was reported to medtronic neurosurgery the patient underwent a shunt revision on (B)(6) 2016. According to the report, a portion of the peritoneal catheter broke off as it was adherent with the abdomen. The abdominal portion of the catheter was removed laparoscopically about a month later during an explant of a different shunt. The patient¿s medical history included congenital hydrocephalus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.